Manufacturer narrative:
Additional narrative: this device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that approximately one year post-operatively, the patient developed fibrosis in the orbital soft tissue around the implant. The facial fracture was healed. The patient underwent removal of the synpor orbital floor plate and is reportedly recovering well. This is report 1 of 1 for file (B)(4).